Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited air/water cylinder, air/water tube and probe cover have foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could be biofilm. The foreign material remained in the subject device and the user possibly could not perform reprocessing properly due to leakage from biopsy channel by damage and remove the foreign material. The instruction manual states the detection method associated with the event in "gif-ez1500 operation manual chapter 3 preparation and inspection", and preventative measures in " gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.